Event description:
Device (serosafuse® implantable fastener kit) failed when implanted. Alternate procedure performed by surgeon. Device removed from (B)(6) after surgery by vendor representative (B)(4).